Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-7268 serial/batch number (B)(6) was received for evaluation. Upon visual inspection it was noted that the device was disassembled, only the sutures were returned for evaluation. Frayed was noted on the tip of the blue suture. The most likely cause of the reported failure is a user error excessive forces during tensioning. Directions for use. Dfu-0264-eor4_fmt_en. Fibertape® and tigertape¿ cerclage sutures and radiopaque fibertape® cerclage sutures. 1. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. 2. Assure that all knots have been secured using accepted surgical knot tying techniques. Adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. Care should be taken to prevent damage to surrounding tissue or user puncture due to improper handling of the needlepoint. 3. Do not grasp the needle at the point or swage to avoid damage to these areas. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Discard used needles in ¿sharps¿ containers. 4. Avoid wrapping the suture over sharp metal or bone graft surfaces.

Event description:
It was reported that during an arthroscopic surgery the device tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.